Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a ¿spare lamp keeps going off¿ on and error code e102, happened during setup and inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. The customer contacted olympus technical assistance support (tac) via phone and informed the reported malfunctions. Tac was informed the spare lamp was turning on by itself, they replaced the examination lamp and the hours are at 200 now, but the spare lamp keeps going off and presented error code e102. The customer was recommended to power down the unit, unplug it from the wall and send the unit for repair and evaluation. The device was not returned to olympus for inspection and the reported failure could not be confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.